Event description:
The customer contacted beckman coulter inc (bec) in regards to erroneous low glucm patient result on the critical re-run, generated on the synchron lx20 clinical system chemistry. The erroneous result was not reported out of the laboratory since the customer confirmed (repeated) the patient results prior to reporting since they run glucm tests in duplicate. Patient results are provided. Patient treatment was not impacted by this event. The samples were serum and per customer the qc and calibration were acceptable. A bec field service engineer (fse) was dispatched and found a leaking glucose syringe. The fse replaced the syringe and all verification tests were performed on the glucose channel were acceptable. Hardware is the root cause for this event.

Manufacturer narrative:
Mdrs associated with this event are: 2050012-2011-06094, 2050012-2011-06095, 2050012-2011-06096.